Event description:
It was reported that the patient presented to the emergency room with complaints of sacrum and low back pain after strenuous stair climbing on (B)(6) 2022. The patient was admitted due to concerns of hypotension and potential septic shock. Hypotension was treated with norepinephrine. Septic shock was ruled out. On (B)(6) 2022, during an orthopedic consultation, no fractures or other abnormalities were detected. The patient was sent for outpatient follow-up for pain management. On (B)(6) 2022, methicillin-resistant staphylococcus aureus (mrsa) infection was found and treated with vancomycin and tazoperan. Blood cultures were taken again on (B)(6) 2022 and the results came back negative for infection. The patient's condition was also improved and they were discharged on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings. Section e1: reporter address line 1: (B)(6).

Event description:
Blood cultures were taken again between (B)(6) 2022 and (B)(6)2022 and the results came back negative for infection. Nerve block procedures were provided on (B)(6) 2022 and (B)(6) 2022 and pain improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2023 when the patient ultimately expired. No product was returned for evaluation (MFR# 2916596-2023-08872). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. This IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.